Manufacturer narrative:
The suspect device is not available for return, as it was discarded. No further evaluation can be completed at this time. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the airlife adult co2 detector failed to change color in the presence of exhaled co2 during code blue on an intubated patient. It was also reported that the tube was in the correct position. The customer confirmed that there was no patient harm associated with the event.